Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, post-operatively, lost more than 500cc of blood that requires a blood transfusion. Patient also extend hospitalization at the intensive care unit. The patient presented 7 episodes of open heart enterorrhagia, the patient had undergone chemotherapy or radiation treatments. Patient was alive with injury.